Event description:
When the device was used during a colorectal resection procedure, the device did not staple. The surgeon reported cutting before checking if the staple line was complete. He could not confirm if the device was empty before use. The case was completed with a like device with no patient consequence.